Event description:
Customer reported that on (B)(6) 2011 he experienced symptoms of getting ready to go into a coma and so the customer called the paramedic. He further reported receiving a reading of 100 mg/dl on his adc blood glucose meter which was higher than a reading of 28 mg/dl received on paramedics unknown brand of meter within 10 minutes. Paramedics treated the customer on the scene with glucose via injection. Customer denied additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Returned meter was investigated and all functional test results were within range specification. No errors or new issues were observed during control solution testing. Additionally, retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution. All results were within the range specification and no errors or new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.